Manufacturer narrative:
(B)(4). Batch # p57r3z. Photographic evaluation: one photo was received; the picture shows a blue cartridge and a staple retainer inside of a plastic bag. The cartridge can be appreciated broken. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during the endoscopic lobectomy, found it was difficult to fire when severing the lobe of lung. Fired with big force, found the cartridge was broken as the photo shows. Our customer confirmed no hard material on the tissue when firing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results showed that one ecr60b reload was received fully fired, broken and with the pan detached. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.